Event description:
It was reported that during a radical cystectomy ileal loop urinary diversion procedure, the device did not fire when firing trigger was squeezed. They heard the click sound like it had been fired. However, when they released the device, they found that no staples had come out. This occurred with two devices. They were then removed and another device used to continue the case. No pt impact reported.

Manufacturer narrative:
(B) (4). (B) (4). Eval summary: the analysis showed that one ax55b device a arrived in good visual conditions and fully fired. The device was manually loaded with staples and it was tested for functionality. The device was fired and it formed all the staples as intended. The device fired without any difficulties and the staples were noted to have the proper b-formed shape; the staple line was noted to be complete. It is important to ensure that the retaining pin is seated in the anvil before firing. If the pin is not properly positioned, staples may not form properly, which may result in leakage or disruption of the staple line. Please reference instructions for use for additional instructions. It should be noted that all instruments are inspected 100% for staple presence by an automated laser scanning system and are visually inspected two times (200%) at an inverted position prior to the placement of the staple retainer. In addition, at finished goods, the instruments are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the mfg process. The analysis results showed that one ax55b device b arrived in good visual conditions and fully fired. The device was manually loaded with staples and it was tested for functionality. The device was fired and it formed all the staples as intended. The device fired without any difficulties and the staples were noted to have the proper b-formed shape; the staple line was noted to be complete. It is important to ensure that the retaining pin is seated in the anvil before firing. If the pin is not properly positioned, staples may not form properly, which may result in leakage or disruption of the staple line. Please reference instructions for use for additional instructions. Is should be noted that all instruments are inspected 100% for staple presence by an automated laser scanning system and are visually inspected two times (200%) at an inverted position prior to the placement of the staple retainer. In addition, at finished goods the instruments are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the mfg process. Device b additional info: batch# f5v26r; exp date: 04/2014. Mfg date: 05/2009.